Event description:
The reporter states that the customer was nonresponsive with glassy eyes. The reporter was unable to open the customer's mouth. The customer's blood glucose was 187 mg/dl on the accu-chek advantage meter. Within 10 mins her blood glucose was 44 mg/dl on the professional meter. She received a IV treatment from paramedics and IV and food from hospital staff. New system sent to customer and return requested.